Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was having elevated power. Echocardiogram showed no overt inflow or outflow clots. However, the patient has developed severe mitral regurgitation.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.